Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, a dislodgement was noted on the left ventricular lead in addition to an increased pacing threshold. The lead was capped and replaced. The patient was stable.